Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) impedance measurements of greater than 2000 ohms. Boston scientific technical services (ts) discussed troubleshooting with the physician. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) impedance measurements of greater than 2000 ohms. Boston scientific technical services (ts) discussed troubleshooting with the physician. No adverse patient effects were reported. The device remains in service.